Event description:
While performing a dilation with a guidewire on a pt, the guidewire was pulled out of the esophagus when it was noticed that the spring tip of the guidewire was missing. The endoscope was placed back into the pt's esophagus, the tip was identified and retrieved. The event was reported to the MFR and vendor. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: esophageal dilation.